Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. Reported event was able to be confirmed by the review of medical records and radiographs. Review of the available records identified right total hip arthroplasty with periprosthetic fracture of the proximal femur. Device history record (DHR) reviewed was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical devices: part # unknown / unknown liner / lot # unknown; part # unknown / unknown head/ lot # unknown; part #unknown / unknown cup/ lot # unknown.

Event description:
It was reported patient has been indicated for revision surgery due to unknown reasons; however, no revision has been reported to date. X-rays indicate possible periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.